Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19645386/19645386. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 19438768.

Event description:
It was reported that the patient had a staphylococcus aureus infection at the implantable pulse generator (ipg) site. It was noted that the infection was not device or procedure related. The patient was placed on oral antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.